Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) observation, the device evaluation, and the legal manufacturer¿s investigation. An olympus endoscopy support specialist (ess) visited the customer on (B)(6) 2023, to perform an observation of the reprocessing techniques. The facility technician did not complete the second thirty (30) second leak test, wiped the entire scope at once, and was brushing very lightly. The ess provided correction to leak testing, scope wiping, and distal end brushing. Once the deviations from the manual were found, the issue was discussed and a return a demonstration was completed by the technician. No destructive sampling was performed and had been documented as a protocol deviation. The device was returned to an olympus for evaluation after destructive sampling and culturing. The cement on light guide lens was peeling. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The facility reprocessed the scope in a medivator dsd edge automatic endoscope reprocessor (aer) after the endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2023, which was completed at 10:43am. Manual cleaning of the scope commenced at 12:15pm. Aer reprocessing commenced at 12:31pm and was completed at 12:52pm. There was a delay of greater than one (1) hour between the end of the procedure and the start of manual cleaning. No information was provided if the endoscope was soaked, as per the labeled reprocessing instructions. Staphylococcus lugdunensis is a microorganism of human origin, a gram-positive coccus, which can be part of the normal skin flora. Micrococcus luteus is a gram-positive bacterium, classified as a low concern organism and is most commonly found in soil, dust, water and air, but may also colonize the human mouth, mucosa, as well as upper respiratory tract. Staphylococcus lugdunensis is identified as a high-concern organism per the olympus protocol, though not per the food and drug administration (FDA) definition for the 522 study. Based on the sponsor¿s literature research, neither staphylococcus lugdunensis nor micrococcus luteus have so far not been described in literature as being associated to contamination or patient infection related to ercp. The root cause of the issue could not be conclusively specified. The delay in reprocessing of more than one (1) hour between the end of procedure and manual cleaning, without prior soaking of the device can be regarded as breach of reprocessing instructions. However, it is difficult to determine to which extent this deviation may have impacted the overall reprocessing outcome. Since both identified organisms are of non-gastrointestinal origin, the contamination event may have rather resulted from the facility environment or sampling and culturing process as such and thus was not related to the previous patient use. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in an medivator dsd edge automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. No other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regards to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for four (4) colony forming units (cfus). The following microorganisms were identified; micrococcus luteus and staphylococcus lugdunensis. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.